Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed the downstream and upstream sensor seals were contaminated and the front housing was cracked at the bottom corner. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty microprocessor unit board and clock battery overdue. The microprocessor unit board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 1260 error code and the clock battery needed replaced. The event occurred during testing and was not related to physical damage or abuse. It was unknown if there was a delay in therapy. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.